Event description:
It was reported the ant-cer plate disassembled during surgery. The surgeon performed the acdf using the anter-cer plate from c5-ti. The pt was turned over and the same levels were treated posteriorly with another sys. Final x-rays showed the ant-cer plate had pulled apart. The ant-cer plate was removed from the pt and replaced with a trinica plate. There was a 3.5hr delay to the case due to the disassembled plate. The pt is reportedly doing well after surgery.

Manufacturer narrative:
The info contained herein is being provided to the FDA to comply with regulations relating to med device reporting and is based on info submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.